Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by one of the following; physical stress from rubbing or striking the insertion section, chemical stress from reprocessing in a non-recommended way, and/or stress from a bad storage environment. The instructions for use (IFU) operation manual warns against applying external stress to the insertion section: "important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." The IFU reprocessing manual warns against reprocessing other than its recommendation: "olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found." The IFU reprocessing manual warns against bad storage environment: "¿ store the endoscope and accessories in an endoscope storage cabinet that also protects the equipment from physical damage. ¿ to prevent damage, do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays, ultraviolet rays, or ozone. ¿ to prevent damage, do not store the endoscope and/or accessories with chemicals or in a gas-generating area. ¿ do not coil the endoscope¿s insertion tube or universal cord with a diameter of less than 12 cm. Such improper storage may damage the endoscope." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera elite bronchovideoscope exhibited leakage from the bending section cover a-rubber during preparation for use. The procedure was completed with a similar device. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, the coating on the connecting tube peeled off. Over 1mm2. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for evaluation and the customers allegation was confirmed. There was a waterproof failure due to the pinhole at bending section cover a-rubber. Additionally, the investigation revealed the angulation in the up direction was out of standard due to the worn angle-wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.